Event description:
It was reported by the registered nurse that inserted a size 16 foley catheter however only a minimal amount of drainage seen. Catheter then continued to not produce any urine, so a further catheter was passed and approximately 400ml was drained. On removing the original catheter, it was evident there was not a full hole in the eye of the catheter and recalls this occurred previously in march but thought it was an anomaly until further incident as above.

Manufacturer narrative:
The reported event was inconclusive because no sample returned. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be, ¿manufacturing related due to operator error/poor burn process/wrong technic/mechanical error". The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. Correction: e, g the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the registered nurse that inserted a size 16 foley catheter however only a minimal amount of drainage seen. Catheter then continued to not produce any urine, so a further catheter was passed and approximately 400ml was drained. On removing the original catheter, it was evident there was not a full hole in the eye of the catheter and recalls this occurred previously in march but thought it was an anomaly until further incident as above.